Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The reported catheter tip fracture at the proximal end of the transducer was confirmed. The catheter was noted to be bent and fractured 0.65¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation procedure, the catheter tip fractured at the proximal end of the transducer while tracking up the ivc. It is alleged that the force of introduction could have caused the fracture as it was intact prior to introduction into the patient. The tip angle changed on fluoroscopy and so the catheter was removed from the patient revealing the tip had fractured. The catheter was exchanged and the procedure was completed with no adverse patient consequences.